Event description:
It was reported that the vns patient passed away. The cause of death and date of death were not known. The relationship to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.